Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance and noise. The noise was reproducible. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.